Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 2.9 mmol, and 10.4 mmol. Tests were done within 20 minutes with a difference of 100%. Pt did not experience any adverse events. No furhter info has been reported.